Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The device also had a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was dropped in the lake. Blood glucose value was 109 mg/dl. The insulin pump was replaced and returned for analysis.